Event description:
It was reported that the log files captured a series of no external power events on (B)(6) 2022 starting around 23:51:49. These events were caused by the power to the mobile power unit (mpu) being briefly interrupted. There were no environmental circumstances that would have affected ac power at the time of the event. It was confirmed that the mpu has a v-lock connector on the ac power cords, but the cord came loose at the wall outlet. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power was confirmed via analysis of the submitted log file. The log file contained approximately 12 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). A no external power, a low voltage hazard and power cable disconnect alarms were active on (B)(6) 2022 from 23:58:46 to 23:58:56 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the that the mpu (serial number: (B)(4)) was not exchanged and would not be returned for evaluation. It was also reported that the power cord became disconnected from the wall outlet. The root cause of the reported event was that the ac power cord becoming disconnected from the wall outlet, per the reported information. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.